Event description:
An attempt was made to implant a 2.75mm diameter x 24mm length endeavor rx drug-eluting coronary stent in a patient. The target lesion, located in the lcx # 12, was described as excessive tortuous, severely calcified and with 90% stenosis. It was reported that the relevant device was delivered to the lesion after pre-dilation; however, it did not cross. Communication from the field confirmed that as resistance was felt, some force was used to try to cross the lesion. The physician decided to withdraw the relevant device from the patient body and on withdrawal, the stent dislodged from the sds balloon. The possibility exists that the patient lesion morphology may have prevented the device from crossing, impacting on the stent retention. The subsequent retraction has most likely resulted with the stent becoming dislodged. A balloon catheter was attempted to be delivered to distal side of the dislodged stent for retrieval; however, its delivery failed. Subsequently, a gooseneck snare catheter was able to retrieve the dislodged stent; then one other manufacturer stent was deployed to the target lesion. The patient is reported to be fine and no other sequelae was reported. No abnormalities were noted during inspection and preparation of the relevant device prior to use. The device has not been identified as the root cause of the event. Based on the information available, it appears most likely that the lesion morphology and use of force have resulted in the reported event. Stent dislodgement is also listed as an inherent risk of a pci procedure.

Manufacturer narrative:
Secondary intervention. Evaluation: results: stent dislodgement; excessive tortuosity, severe calcification, 90% stenosis. Force used to cross the lesion. Evaluation: conclusion: excessive tortuosity, severe calcification, 90% stenosis. Force used to cross the lesion.